Manufacturer narrative:
(B)(4) the device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). During further evaluation it was found that the incorrect returned instrument test/evaluation failure coding was selected during processing. The device failed for heater bag temperature for fluid delivered out of specification that was caused by a system error 2044. There was no patient involvement and no patient injury.

Event description:
A baxter service technician found that a homechoice system failed the heater bag temperature performance specification; fluid delivered out of specification.